Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on an unknown date, the milling head blocked and caused the flexible shaft head to twist. The device has been bought in 2019; this was the second use. Concomitant devices: flexible shaft handle (part: unknown, lot: unknown, quantity: 1) this report is for a synream flexshaft. This is report 1 of 1 for (B)(4).